Manufacturer narrative:
The reported complaint of failure to interrogate was not confirmed. The device was received at normal range of operation with inductive and rf telemetry working appropriately. Functional analysis of device was performed, including output monitoring and interrogation tests, and no issues or anomalies were noted. The longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was in stable condition.